Manufacturer narrative:
The complaint was confirmed per log analysis. During laboratory analysis, the product surveillance technician (pst) observed the pump to function properly when set to optimal occlusion setting. The pump did produce an "underspeed" error message during extreme occlusion. During extensive visual and functional testing no anomalies were observed. The log shows that an underspeed was reported. Since this is a large roller pump with software version 1.40, this can occur if the pump is over occluded, or an actual underspeed may have occurred. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00584.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was an "underspeed" error on the cardioplegia (cpg) roller pump. There was a delay of approximately two minutes as the cardioplegia set was moved to an alternate device. The surgical procedure was completed successfully. There was no blood loss or adverse consequences to the patient. Per the clinical review on (B)(6) 2016: "belt slip" and "underspeed" messages were posted on the cpg pump during cardiopulmonary bypass (refer to emdr #1828100-2016-00584 for the "belt slip" error). No issues with the cpg pump were observed during set-up and priming prior to the start of cpb. After cpb had been initiated, but before cross-clamping of the aorta, the cardiovascular (cv) surgeon asked the perfusion team to fill (prime) the cpg delivery line. During filling of the line, the pump acted erratic (slow down and then speed up) and the messages were posted (belt slip and underspeed). The roller pump occlusion was reduced (backed-off), but according to the perfusionist (ccp), the pump behavior did not change and the "belt slip" and "underspeed" messages continued. The perfusion team elected to move the cpg set over to the adjacent pump as that pump was not being used for this procedure. The change over was performed without difficulty. This did delay the procedure by about two minutes, as it delayed cross-clamping of the aorta and delayed the initial dose of cpg. This pump is being returned for evaluation. The case was completed successfully, without associated blood loss. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.